Event description:
It was reported the insulin pump stopped working. Customer changed out the battery four times and anomaly persisted. Customer was called back on (B)(6) 2015 to perform troubleshooting. Customer stated the batteries would only last about 24 hours. The device would alarm low battery and 20 minutes later the device would be off. Customer's blood glucose was 120 mg/dl. Customer stated she had blood glucose of 550 mg/dl the week prior to call. Troubleshooting was performed for multiple battery alarms. Customer was advised to monitor the device and a new battery cap was sent. No delivery alarm was noted and troubleshooting was not performed as it was a past event. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.